Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is experiencing electrode migration. A CT scan confirmed electrode migration. Programming adjustments have been made; however, the issue did not resolve. Revision surgery has been scheduled.

Manufacturer narrative:
Additional information section: h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient was successfully activated on (B)(6) 2026. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.6b, h.6. The recipient reportedly underwent repositioning surgery on (B)(6) 2026. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.